Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient could not move his left leg and as a result, the leads were explanted. The physician believes the symptoms were likely related to the procedure. Follow-up indicated that the patient is recovering and ipg remains implanted.